Manufacturer narrative:
Philips service replaced the nehalem host pc monoplane rev_iii no_hdd and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc failed to boot, causing intermittent startup/crash issues on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.